Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Claim received. Patient alleges that they suffer from groin pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/11/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 29, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/5/15 & 11/6/15 medical records received. After review of the medical records for MDR reportability, the patient had a depuy hip placed in her right hip in (B)(6) 2006. The patient is now suffering from pain, grinding, and elevated metal ions. No revision date has been provided. The unknown depuy hip is being changed to a unknown metal liner. An unknown head and stem are being added for the elevated metal ions, but not reported as they haven't been revised and we haven't received litigation. The complaint was updated on:11/16/2015.

Manufacturer narrative:
UDI: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.